Event description:
It was reported that a malfunction alarm occurred, identified as malfunction code 15, with no notable events prior. There was no reported impact to the customer¿s blood glucose level. Tandem technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and advised to call back if any issues reappear, which the customer acknowledged and understood.